Event description:
Patient presented to the physician with pain when opening their mouth that radiated to the head. Patient also reported redness and warmth at the chest incision site. Physician prescribed antibiotics and steroids.

Event description:
Patient returned to the physician for a follow-up appointment and reported improvement in symptoms. Upon examination, the physician confirmed that the prior infection at the chest incision site had healed following completion of the previously prescribed antibiotic.